Event description:
The manufacturer received information alleging a ventilator was displaying a "high temperature" and "vent service required" alarms. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and sensor board need to be replaced to address the issues.